Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Devcie not returned.

Event description:
As reported to coloplast though not verifed, aris sling implanted on (B)(6) 2006- patient later experienced erosion, infection, pain, bleeding, damage to vaginal wall and had a revision to remove mesh.